Event description:
The manufacturer received information alleging a ventilator failed a test step for active exhalation verification during testing. The device was evaluated onsite by the manufacturer's field service engineer and the customer's complaint was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue.